Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 3004187702-2026-00001-00. The date of that submission was (24-mar-2026). Seven new unused devices from same lot and three new unused devices from another lot were received for investigation. The device was visually inspected, and analysis confirmed a defect in 1 out of 7 returned units, consisting of longitudinal damage on the catheter tube. Based on objective evidence, in conclusion, the reported defect is attributed to a single and isolated event, most likely resulting from a temporary misalignment of the catheter & needle tip inspection station. No indications of a systemic issue or equipment malfunction have been identified. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that three (3) cannulas were faulty and disassembled during a procedure. As per the report, the units are broken at the connection between the catheter and the teflon, causing unnecessary punctures to newborns as the events took place at the neonatology ward. There was patient involvement and there was no reported harm.